Event description:
Crm-sal-2023-001 the pacemaker was implanted on (B)(6) 2022, at the 1 month follow up on (B)(6) 2022, the battery impedance was 0,27 kohm. The next follow up planned on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.